Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hosptial policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. B3: date of event: requested, unknown. D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: staff rn. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band deflated after application and a new tr band was placed. Normally 14mls of air are applied to the tr bands, however it is unknown how many were applied for this procedure. There was no patient harm. The procedure performed prior to the use of the tr band was a heart catheterization procedure. The exact location of leak is unknown, however, when the facility put the tr band in water it bubbled near the valve.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) could not be reviewed as the lot number for the device was not provided. No action is recommended since this risk evaluation is within the predetermined limits.